Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens, bubbled dso seal and a worn uso seal. The tamper seal was not broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The pump was found to be outside of the published +/-6% specification. It was determined that the probable cause was due to the expulsor. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump failed the volume test during testing. The volume was too high. No patient injury was reported.